Event description:
It was reported that two devices were used during a rectum procedure. It was reported by the affiliate that the staplers were empty. Another device was used to complete the case. There was no consequence to the pt.